Manufacturer narrative:
H11: correction. D4: corrected model#. Section d4: was updated to indicate correct model#. G4: PMA/510(k)#: the device is a similar device marketed in foreign countries and is not marketed under the 510k.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that leak on the high-pressure side occurred on the lap top ventilator 2200. The customer confirmed there was no patient involvement associated with the reported event.